Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user refilled the cartridge with insulin. Customer continued to use the existing cartridge on the pump for insulin therapy. Customers blood glucose level was 126 mg/dl.